Event description:
A doctor reported to baxter (B)(4) that when a patient opened the cover of the clean flash they found that the spike was bent. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number was not provided; therefore a batch review cannot be conducted. The device has been received, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab to have a bent spike tip. The cause of this bend was not determined.